Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 400 mg/dl. He then retested using another meter and rec'd a reading around 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.